Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer had already reset the pump independently, which resolved the issue, and was advised by technical support to call back if the malfunction code reoccurred. The customer acknowledged and understood these instructions.